Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented to the hospital ER with chest pain. A CT scan of the abdomen and pelvis showed that the patient has developed a type ib endoleak due to aneurysm disease progression at 2cm proximal to the celiac. The patient underwent a procedure to extend the distal part of the stent graft with a valiant 46/46/100 to successfully resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Mfg reporting number 2953200-2015-00173 is considered redacted as event is reported under mfg reporting number 2953200-2015-00462.

Manufacturer narrative:
(B)(4).